Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: indura; product ID: 8709; (serial: (B)(6); product type: 0184-catheter; implant date: on (B)(6) 2004; explant date: on (B)(6) 2023; ubd: 25-jun-2006; UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving lioresal (4000mcg/ml at 1300mcg/day) and was now receiving lioresal (500mcg/ml at 75mcg/day) via an implantable pump. The indications for use were unknown. It was reported that the hcp stated they would be seeing a patient for the first time that they believed were going through intrathecal baclofen (itb) withdrawal. The hcp stated that the patient had a pump replaced a few weeks ago and came to the hospital with possible itb withdrawal. The hcp was inquiring about a flow rate calculation to perform an indium study. The manufacturer's technical services specialist (tss) discussed that there was no literature for an indium study and would therefore be off label. Tss discussed checking pump logs, catheter access port dye study, CT, and MRI. The caller called back a couple hours later and stated the patient was on 1300mcg/day and was tight, so they may be doing an indium study. The hcp called back the next morning on (B)(6) 2023 and stated they were doing the indium study today. Tss reviewed the total tubing volume (ttv) 0.359ml to 0.449ml, so 26 to 33 hours. The caller stated two weeks post surgery the family noted swelling at the pump site, which has since resolved. The hcp was concerned with the catheter integrity. Plain films and a CT were done with no indication, but there was some difficulty seeing the catheter. Additional information was received from a manufacturer representative on 2023-aug-14. The patient was experiencing withdrawal symptoms. The specific symptoms were unknown, but it was communicated that the patient was not getting adequate therapy from the device. There were no known environmental, external, or patient factors that may have led or contributed to the issue. On (B)(6) 2023, the physician checked the reservoir volume to confirm that it matched with the telemetry, and it did. A "dye tracer" was injected into the pump to see if they were able to see it under x-ray after approximately 48 hours if the tracer was reaching the catheter tip. It had not reached the tip, so surgery occurred on (B)(6) 2023 to replace the whole catheter. The patient's concentration and dose were also decreased from 4000mcg/ml to 500mcg/ml and 1300mcg/day to 75mcg/day respectively. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that during the catheter replacement procedure it was found that the spinal segment of the existing catheter was occluded, therefore not allowing the tracer to reach the catheter tip.